Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ac led is not bright. There was no reported patient involvement.

Event description:
The customer reported the ac power indicator led is not bright. There was no reported patient involvement.